Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h9, h3, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to reproduce the error. The fiber optic module was replaced as a precaution. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (initial rep name).

Event description:
It was reported by the customer that during use on patient cardiosave intra-aortic balloon pump (iabp) optical sensor module failure. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site full name: (B)(6) hospital. Due to character limitation e1 event site city name: (B)(6).